Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the microphone used to communicate with the patient was not working. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported the gantry microphone was not loud enough. The philips field service engineer (fse) confirmed there was no patient impact due to the reported complaint. The fse evaluated the system and determined the microphone was working; however, the volume was not as loud as the customer would like it. The philips fse replaced the gantry microphone assembly to resolve the issue. The fse confirmed that the operator was able to hear the patient and the patient was able to hear the operator at all times. The system is in clinical use. This has been determined not to be a reportable event due to the operator being able to hear the patient at all times.